Event description:
A 6fr ng tube was intact for 0200 feeding. At 0400, end of tube was broken off and lying in crib with remainder of tube still in nare. Tube removed and new one placed. X-ray completed to confirm appropriate placement.